Event description:
It was reported that a small volume folfusor leaked into the plastic bag in which it was stored. The device was filled with 5 fluorouracil. This occurred during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to e1: initial reporter last name. Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between september 24, 2025 and september 25, 2025. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had ruptured. The ruptured bladder was examined, and there were no signs of abnormality observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause for the bladder rupture could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.